Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2003 the patient underwent: anterior decompression l3-4, l4-5 and l5-s1. Anterior lumbar fusion l3-4, l4-5 and l5-s1. With three large kits of bmp. Preoperative diagnosis: discogenic low back pain with spinal stenosis and lumbar radiculopathy. Per-op notes: "a balfour retractor was placed. At this point, three large kits of bmp were prepared per protocol, placed on the back table and allowed to cure. We began at l4-5. The sympathetic chain overlying the disc at l4-5 was cauterized with the bipolar and ligated. The segmental vessels between l3-4 and l4-5 were cauterized with the bipolar and ligated... We placed two sponges deep and two sponges within each cage. The position was checked in ap and lateral, and appeared to be excellent. At this point, at l4-5 we swept the vessels across. Again discectomy was performed." On (B)(6) 2003 the patient underwent: bilateral hemilaminectomy l3, l4 and l5 with bilateral foraminotomy, posterior facet fusion l3 to s1. Instrumentation l3 to s1. Preoperative diagnosis: discogenic low back pain, spinal stenosis with lumbar radiculopathy. On (B)(6) 2004 the patient underwent: bilateral laminotomy, foraminotomy l5-s1. Preoperative diagnosis: bilateral foraminal stenosis at l5-s1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.